Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported that during an infusion of IV ara-c, checked blood return, attached chemo syringe to IV line, pushed chemo slowly then mom stated she had been sprayed by something. Checked IV line, there was fluid on the outside of the spiros and mom and patient were wet. The syringe started with 0.55ml and when I pushed chemo, there was 0.35ml left. Mom and patient were instructed to wash their hands with soap and water, pharmacy was called and looked at the chemo. A new syringe of ara-c was made with remaining dose of 0.35ml per doctor and pharmacy request. It was noted that the leak was on the outside of the spiros that was attached to the chemo syringe. IV cytarabine was being pushed through the line. Chemo was sprayed directly onto the patient and mother on the arms and hands. No chemo was found on the floor or any other surface. Patient and mother were advised to wipe skin first to absorb any chemo on skin, then wash hands/ arms with warm soapy water. Syringe was prepared by central pharmacy and sent up to unit with spiros already attached. The chemo syringe was then attached to a chemo syringe tubing which was attached to the patient. All clamps were checked and unclamped. There is no blood loss or bleed back. The whole chemo line was discontinued, pharmacy was called, and per doctor direction, the remaining dose was remade, and given to patient. Any hole, cut, tears or any defect noted was not on initial inspection of chemo syringe.

Manufacturer narrative:
One (1) used. List #ch2000s-c, spinning spiros® connected to one (1) used, b-d single use 1 ml syringe were returned for evaluation. As received chemo, IV cytarabine residuals were observed on the returned sample. No physical damage was observed. The spiros was tested as returned and a leak from inside the spiros was confirmed. Once the spiros was dissembled, it was observed the half seal was misalignment from the original location. Complaints of leak can be confirmed based on physical sample evaluation. The probable cause was an error during the assembly process. A lot history was reviewed and no commodities, discrepancies, anomalies, or nonconformance were identified, that might lead to the condition reported by the customer.

Manufacturer narrative:
Medwatch information with report number (B)(4) received on 25jul2024.